Manufacturer narrative:
Additional information received on 11 january 2017 and includes: levels operated were c 4-5 and c 5-6.

Manufacturer narrative:
Additional information received on 19 december 2016 and includes: the surgery was completed successfully. The surgeon completed the surgery using the screw remover. No piece fell into the patient. Batch review performed on 27 december 2016. Lot 1552567: (B)(4) items manufactured and released on 29 february 2016. No anomalies found related to the problem. To date, 21 similar events have been reported on items of this lot. On 03 january 2017 the r&d project manager performed a visual inspection of the retrieved instrument and commented as follows: during the visual inspection was observed that two out of four prongs were broken as per fragile fracture.

Event description:
When twisting the screwdriver with the placed screw, the tip clamped in between the plate and broke off.